Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On september 23 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio2 meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2016, in the morning, he obtained results of ¿68 and 240mg/dl¿ on the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference in results exceeds lfs criteria for accuracy. The patient manages his diabetes with oral medication, diet and exercise and continued to take his usual dose of metformin 500mg pills, once daily, in response to the alleged issue. The patient reported developing symptoms of ¿sore mouth and dizziness¿ one to two days prior to the issue occurring and again after the alleged issue occurred, however denied receiving any treatment. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The patient had followed the correct testing procedure and the test strips had not expired or been stored incorrectly. Product was replaced and requested back for evaluation. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report developing symptoms that meet lifescan¿s criteria of severe hypoglycemia or hyperglycemia, nor receive any medical intervention for either of these conditions. This complaint is being reported as the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Analysis was not possible for the meter involved with this complaint due to the noted secondary issue (the meter was powering off during use with no assignable cause found). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.